Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Photos were provided for review. Based on the photos provided, it can be confirmed that all three product card boxes were damaged which leads to confirmed results. There were no damages on the devices or inner packaging. It was reported that there was damage to the devices, the inner packaging was damaged and the shipping box was also damaged with water. Based on evaluation of the photos provided, it is confirmed that the device card box was damaged. The returned sample was in good functional condition and integrity but with damaged card boxes. Based on the photos provided, the investigation is closed with confirmed results for package damage. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Regarding preparation, the instruction for use states "examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed". The instruction for use further wards that "do not use the device if packaging / pouch is damaged". H10: d4 (expiry date: 03/2026), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a stent graft placement procedure, the package was allegedly found to be arrived with water damage. It was further reported that there was water damage to the inner packaging and the device was allegedly found to be damaged. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a stent graft placement procedure, the package was allegedly found to be arrived with water damage. It was further reported that there was water damage to the inner packaging and the device was allegedly found to be damaged. There was no reported patient contact.